Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an ultrasoft balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination a rupture to the inflation lumen 14cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon was broken. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.0mm x 20mm x 143cm ultra-soft sv balloon catheter was advanced for dilatation. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the balloon was broken. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.0mm x 20mm x 143cm ultra-soft sv balloon catheter was advanced for dilatation. During the procedure, it was noted that the balloon was broken. The procedure was completed with another of the same device. There were no patient complications reported.